Event description:
Reference number: (B)(4) event occurred in the united states. It was reported that the patient faced occlusion event with five infusion sets on (B)(6) 2025 . The blockage was in the tubing as stated insulin was stuck in the tube, and a lot of bubbles. The infusion set was in use for no longer that 72 hours. The blood glucose level was high and the patient was treated with correction injection via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR- (B)(4) device 2 of 5.